Manufacturer narrative:
The customer reported issue of the battery does not power up the autopulse was not confirmed during the functional testing. The battery was tested in a good known multi chemistry charger and the battery successfully charged. In addition, the battery also passed testing in the autopulse and there was not enough information in the archive to note that the battery failed or malfunction. The exact root cause is undetermined. Functional testing was performed and the battery passed charging on a good known multi chemistry charger. Additionally , functional testing was also performed on a good known autopulse using large resuscitation test fixture with the returned battery for 43 minutes and did not observed any of the fault or error occurred, thus unable to replicate the reported complaint. Visual inspection noted no damage upon receipt. Four green lights were lit during the incoming inspection. Archive showed that the battery was last charged successfully on (B)(6) 2017 and stayed in the charger until (B)(6) 2017. The customer pulled out the battery from the charger and immediately inserted the battery again into the multi chemistry charger and was pulled out after few seconds and archive recorded with no load test. Archive showed that during that period, the battery voltage was about 36.74 volts equivalent to four green lights. On (B)(6) 2017, the customer inserted the battery in the autopulse but was pulled out after 20 seconds and made another three more insertion on (B)(6) 2017 and was pulled again for few seconds. Battery capacity during the last platform insertion was about 1231 mah equivalent to four green lights on the battery status bar. There were no errors noted on the whole archive.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during shift check that the battery showed fully charged however once inserted into the platform, it would not power up the autopulse and will show a replace battery message. According to the customer, another battery was used on the same autopulse and the platform worked with no issue. No patient involvement on this event.